Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. She reported she suspect nickel allergy as concomitant condition. On (B)(6) 2014, essure (fallopian tube occlusion insert) was placed. During placement procedure, the consumer reported the left side went well but right was very painful/ she mentioned the pain lasted for 7 days. The time till start of complaints was reported as 2 months after insertion but she did not specify for one of the events. She reported experiencing pain in pelvis / hip (area), itching skin, irregular bleeding or breakthrough bleeding, constipation, pain in legs, pain in knees, lower back pain, pain in shoulder and shoulder blades, dizziness, increase/decrease of weight, tiredness, mood swings or emotionally out of balance, arrhythmia, weakness or asthenia, vitamin deficiency, excessive sweating, tingling, thyroid gland disorder; dry skin; dry areas, fluid retention in ankles and fingers, and tremor. The influence of essure in her daily life included problems with movements, work related problems and problems with daily tasks. She contacted a doctor, physiotherapy; dermatologist and received medication treatment. She mentioned she had not recovered. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and arrhythmia. Pain in pelvis is listed while arrhythmia is unlisted in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, given the fact that essure does not contain active ingredients and therefore it has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of this event. Considering that essure influenced her daily life (problems with movements, work related problems and problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. A product technical complaint analysis is being sought. No further information will be obtained.

Manufacturer narrative:
Quality-safety evaluation of product technical complaint (ptc) received on 06-oct-2016: this adverse event report is related to a ptc and the bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Device similar incident listing the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 11-oct-2016 for the following meddra preferred terms: pelvic pain: the analysis in the global safety database revealed 1642 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this non-medically confirmed spontaneous case report received via regulatory authority refers to a (B)(6) female consumer in (B)(6) who had essure (fallopian tube occlusion insert) inserted and had pain in pelvis and arrhythmia. Pain in pelvis is listed while arrhythmia is unlisted in the reference safety information for essure. Since essure may cause pelvic pain, and considering that in this case there is no alternative explanation, a causal relationship with essure inserts cannot be excluded. In contrast, given the fact that essure does not contain active ingredients and therefore it has only a localized action in the fallopian tubes, it is unlikely that essure could contribute to the onset of this event. Considering that essure influenced her daily life (problems with movements, work related problems and problems with daily tasks) and since no further information will be obtained, the case was conservatively regarded as incident. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. No further information will be obtained.